Event description:
The customer reported the display was blank.

Manufacturer narrative:
(B)(4): the customer reported the display was blank. The unit was evaluated by a philips representative, and the reported symptom was duplicated. The control pca, shield plate and power supply were replaced to resolve the reported issue. Since multiple parts were replaced, we could not determine the exact cause.